Event description:
The event involved a 7" (18 cm) appx 0.45 ml, pressure infusion (400psig) ext set w/ microclave® clear, purple clamp, rotating luer where the customer reported that the extension set becomes disconnected when using a power injector for a CT scanner. Status of the product at the time of the event was during patient use. It was while contrast was being injected into the IV tubing prior to the start of a CT scan. There was patient involvement and no adverse events.

Manufacturer narrative:
No (B)(4) product samples, videos or photographs were returned for investigation. The device history report (DHR) was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.